Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report.

Event description:
Pfs alleged severe migraine and headache. After review of medical records, operative notes indicated femoral stem was loose with extensive proximal osteolysis. Added height and weight of patient. Doi: (B)(6) 2011, dor: (B)(6) 2018 left hip. Cn(wipro.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). (B)(4) used to capture (blood heavy metal increased and medical device removal).

Event description:
Ppf alleges pseudotumor, loosening of stem, elevated metal ions and metal wear

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle mom litigation records received. Litigation alleges that the patient experienced pain, soreness, difficulty walking, metallosis, partial or complete loss of mobility, injury, loss of range of motion and suffering.